Manufacturer narrative:
Since the device was not returned the manufacturer no specific evaluation (x-ray and histopathology analyses) on the valve can confirm the presence of pannus and thrombus and the investigation was limited to the device history records review and function test review. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa27 mitroflow aortic pericardial heart valve at the time of manufacture and release. The quality control function test video of the valve was reviewed to qualitatively evaluate the valve in 4 phases: closed, opening, open and closing. The function test video consists of approximately 5 open/close cycles. Criteria that were evaluated during the review are listed in the table below. Video was viewed at real time and frame by frame. Video showed synchronous opening and closing with smooth, continuous motion and no leaflet fluttering. Meets all function test criteria observable on video. Attachment: clinical report and discharge summary. Device not returned.

Event description:
Additional information: discharge summary of the patient received on 02 dec 2015: the patient was admitted in the (B)(6) hospital on (B)(6) 2015 with severe chest pain, not associated with shortness of breath. The EKG showed worsening j-point elevation in the anterior precordial leads and significant st-segment depression in the later leads. The patient also presented a new left bundle branch block. The clinical team of the hospital took him to the cardiac catheterization laboratory. Sopravalvular aortography showed mild to moderate aortic valve insufficiency. From an echocardiogram technician evaluation a large amount of pannus and/or thrombus deposition appeared to be present on the valve. During the test, the patient's heart arrested and a CPR was performed. The patient remained hypotensive and cyanotic and he was transferred in the intensive care unit. An antithrombotic therapy was given to the patient in order to decrease the aortic valve occlusion. Tee was performed and an ejection fraction of 30% to 35% and a heavily degenerated bioprosthesis with decreased leaflets due to pannus deposition movement were detected. The mean gradient detected was 52 mmhg (higher of the mean gradient detected on (B)(6) 2015) consistent with either pannus or aortic valve thrombosis. On (B)(6) 2015 the patient became bradycardic and lost pulse with pea. Advance cardial life support protocol was performed. The patient developed a profound metabolic acidosis and acute renal insufficiency. Patient's lactic acid was 9.4. Despite large amounts of vasoactive agents, unable to keep his mean arterial blood pressure again 50. He became bradycardic again with pea. The family wished that the patient be dnr, requested extubation and comfort care. Patient was extubated, and after extubation, there was no attempt at breathing. The patient died on (B)(6) 2015.

Manufacturer narrative:
Re-submitting this initial report for this case as we have noticed that the initial report was inadvertently submitted in the "test webtrader" instead of production environment. Please see the acknowledgement from test webtrader received in may. Waiting for the valve serial number

Event description:
The manufacturer was notified on 29 april 2015 of a patient death due to structural valve deterioration as further reported, the patient received a mitroflow valve (model lxa, size 27, serial # unknown) in (B)(6) 2013. The last echo was conducted on (B)(6) 2015. On (B)(6) 2015, the manufacturer received a copy of the hospital's report through FDA. The event description indicated the following: patient presented on (B)(6) 2015 with chest pain, left bundle branch block and hypotension. Patient taken directly to the cath lab, no cardiac intervention done during the procedure due to visualization of a thrombotic occlusion of the aortic valve prosthesis. In this situation, the patient was not a good surgical candidate and thrombolytic therapy was given. The patient had a tee the following day which showed a heavily degenerated bioprosthesis in the aortic position with significantly decreased leaflet excursion with evidence of severe aortic stenosis. Compared to the tee done before, there is a significant degeneration of the aortic valve bioprosthesis noted on the current study. The patient continued to deteriorate during hospitalization and eventually expired.